Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt is not receiving effective coverage to his feet. The pt has peripheral neuropathy. Additional reprogramming will be attempted. Follow-up identified reprogramming capture stimulation to the legs and feet; however, stimulation was also felt in the abdomen. Surgical intervention may be undertaken at a future date to address the issue.